Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on rotawire the 99% stenosed target lesion was located in moderately tortuous and severely calcified mid right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were used. During procedure, it was noted that the burr became stuck on the rotawire while inside the guiding catheter, thus, the rotalink was not inserted into the lesion and ablation was not performed. The connection part that includes the sheath and main unit was then cut and removed without problems. As per physician, the issue occurred due to the amount of flow of the rota cocktail and the burr rotated at same location with dynaglide mode. No visual damage was observed with the rotawire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on rotawire. The 99% stenosed target lesion was located in moderately tortuous and severely calcified mid right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were used. During procedure, it was noted that the burr became stuck on the rotawire while inside the guiding catheter, thus, the rotalink was not inserted into the lesion and ablation was not performed. The connection part that includes the sheath and main unit was then cut and removed without problems. As per physician, the issue occurred due to the amount of flow of the rota cocktail and the burr rotated at same location with dynaglide mode. No visual damage was observed with the rotawire. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that because the wire and burr were stuck, the burr detached outside of the patient's body during procedure. The burr was then disposed. The device was returned for analysis. The burr catheter was received attached to the advancer. The coil and sheath were cut off at the strain relief as stated in the event description. The distal portion of the coil, sheath and burr were not returned for analysis. The advancer, coil, sheath, and handshake connections were microscopically and visually examined. The coil is stretched. The burr catheter was removed from the advancer by detaching the handshake connections. A portion of a rotawire was then visible in the advancer. The portion of the wire was removed with no issues from the advancer. Functional testing was performed using a test .009 rotawire as the returned portion of the wire was too short. The rotawire was inserted into the advancer and it advanced through the entire length of the device with no resistance. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run, so it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.